Manufacturer narrative:
This device is available for return and a follow-up MDR will be submitted upon completion of the device investigation.

Event description:
The physician attempted to insert the penumbra neuron delivery catheter 070 into the 6f terumo groin sheath using the neuron introducer. The neuron did not easily pass through the valve on the sheath and kinked. An alternate neuron 070 catheter was selected and the same situation occurred. The physician then selected a 6f envoy catheter and completed the case with that catheter. No patient injury was reported. This MDR is associated with MDR 3005168196-2011-00153.